Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the heavily calcified right coronary artery (rca). After atherectomy, the vessel was dilated and prepped. A 3.00 x 28 synergy ii drug-eluting stent was advanced into the proximal portion of the rca, but was not able to cross into the distal portion of the vessel that needed to be treated. The stent delivery system (sds) was removed from the body. Additional dilatation was then performed with a larger balloon and the device was advanced again; however, it would not cross completely into the diseased portion of the vessel. The physician attempted to remove again the undeployed stent but it was noted that the stent had stripped off the sds balloon and was dislodged into the proximal portion of the rca. The sds balloon was attempted to pass back into the stent but failed. The physician attempted to inflate the stent with other balloons, and a 1.5x8 apex¿ balloon catheter was successful in threading slowly back into the stent, deploying the stent eventually to 3.0mm and the procedure was completed. There were no patient complications reported.